Event description:
Nurse gave pt injection of risperdal consta, when securing the needle safety device, the syringe broke in half at the hub, leaving contaminated glass edges exposed on both ends of the device.